Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubble anomaly. Customer¿s blood glucose was unknown. Customer stated that the air bubble located in the reservoir and tubing. Customer stated that the air bubbles were noticed during filling process. Customer stated that the air bubbles were not removed successfully. Customer troubleshooting was performed. The reservoir will not be returned for analysis.